Event description:
It was reported that the right atrial (ra) lead was failing. The ra lead exhibited unstable thresholds, no sensing and undersensing in bipolar configuration. In unipolar configuration, sensing and thresholds were within normal ranges. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.